Event description:
The consumer stated: the eq flsbr esbtn 50ct are limp and break easily. "It's like a straw and removing the paper cover - as soon as you touch it against a surface, the tip breaks off and is completely useless."